Event description:
It was reported that the bed lost all motor functions. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: set screw for microswitch out of adjustment.